Event description:
A pt had their vns replaced for an unk reason and the explanted generator was returned for product analysis. An end-of-service condition was found and confirmed in the product analysis lab, which was determined to be the result of expected battery depletion. This conclusion was based on the battery life calculation, the open-can battery voltage measurement, the bench analysis electrical test result. Supply current pulsing. Bench analysis determined that this out-of-specifications condition was caused by a leaky q10 component. After q10 was replaced with a known good bench component, the device met the requirements of the post burn-in electrical test. The leaky q10 could potentially be a contributing factor to the end-of service condition of the battery.